Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user.

Event description:
It was reported the customer had scratches on their insulin pump's screen. Customer's mother stated the scratches had transformed into cracks on the screen. The customer's blood glucose was 300 mg/dl. It was found the customer had scraped their insulin pump against a granite counter. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.